Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision. Conversion from a bipolar hip hemi arthroplasty to a total hip. Products were replaced with 6519-t-204 lot: 46548902 and 6519-028. Products were originally implanted in (B)(6) 2012 at (B)(6). Right hip revision.